Event description:
Litigation papers allege pain, weakness, difficulty with simple daily living activities and leg length inequality.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not received.